Manufacturer narrative:
This report is filed may 23rd, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.